Event description:
The hub of the hemostasis valve located on the handle of the agilis device was leaking blood during an af maze procedure. The hub appeared to be partially deteched and became fully detached during replacement with another agilis device. The procedure was completed without another reported incident.